Event description:
It was reported that the patient had a morphine pump that needed to be refilled. The patient was in excruciating pain. The friend or family member requested a physician to come out to the hospital to have the patients pump refilled that was "beeping." Additional information received on (B)(6) 2015, reported that the patient chose to go to another physician since their pump ran dry. The patient was admitted to the hospital and requested to come back. The pump was refilled. The physician reiterated the need for pump replacement but the patient was already scheduled for a cardiac surgery on (B)(6) 2015. The physician spoke with the cardiac surgeon on the day of report and the plan was to try to replace the pump when the patient was safe from a cardiac standpoint. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).